Event description:
Health professional reported an alleged adverse event which resulted in the explantation of the lap-band access port. Follow-up findings: the surgeon reported that the "patient noticed a loss of restriction." The "patient had a band adjustment under fluoroscopy with a contrast material" and "leak was confirmed." The port was removed and replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."